Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, it was noticed that the benchmark 6f 071 delivery catheter (benchmark) was separated when coming out of the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 4.5 cm from the hub. Evaluation of the returned device confirmed it was fractured near the hub. This damage may have occurred due to forceful manipulation of the benchmark at extreme angles during removal from the packaging tube. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4).